Manufacturer narrative:
Further information from the reporter regarding patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during attempted placement of a xen®45 gts in the left eye, "the slider got stuck didn't deploy". No injury occurred and a backup device was used.